Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: we received performance data collected from the device and have analyzed the data. Battery depletion/ elective replacement indicator (eri) was indicated. The time of recommended replacement time (rrt) in save to disk was on (B)(6) 2012 device rrt<(><<)>=2.6251 volts. (B)(4). Concomitant products: 4076 implantable pacing lead (B)(6) 2006; 4193 implantable pacing lead.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analysts¿ comments noted that a power on reset (por) occurred on (B)(6)-2013. Firmware initiated a por with no reason code. This was after explant. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the device battery depleted three years after implant. Early battery depletion was suspected. However, it was noted that 39 high voltage therapies were delivered during the device lifetime. The device was explanted and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.